Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that an a1059 mayfield modified skull clamp's locking knob was loose and the swivel base has movement. Additional information was received from the customer on 18jul2018 stating that the device locking mechanism was noticed to be not functioning properly after the surgical case was completed on (B)(6) 2018. No issue or injury occurred during the procedure.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the returned unit did not meet all specific functional test. Unit was received with the lock having both rotational and lateral movement also is very loose and a residue buildup is present. Upon disassembly repair noted the index knob and the lock will need new components added to replace worn internal parts. The unit needs to be machined to have heli-coils added to large starburst threads. The set screw in the swivel base was tight. The device history record was reviewed and no issues were found. The complaint reported was confirmed. The root cause is worn parts, debris in lock, and unit was out of adjustment.